Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. Based on the description of event it has not been possible to determine why advancement difficulties were experienced when introducing the tbe into the zteg. However, it should be stated that an overlap of less that one stent graft is not in accordance with the IFU/package insert: placement of the proximal main body extension: 7: introduce the freshly hydrated delivery system over the wire guide and advance until the desired stent graft position is reached. Ensure there is a minimum overlap of two stents (plus the distal uncovered stent). Furthermore, it is to be noted that the main body (zteg) should be placed before the body extension (esbe). No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair with right fa approach. The patient was suitable for endovascular repair and the procedure was conducted as labeled. Esbe-26-80-t-pf was placed in the descending aorta first, then zteg-2p-30-140-jp was placed with only less than one stent overlap. Type iii endoleak from junction part and distal type I endoleak were suspected by final angiography. Angiography was again performed in the stent graft, but the endoleaks could not be confirmed. Since the angiography showed that overlapped length was slightly not long enough, the physician attempted to place tbe-30-80-pf additionally in the junction part. However, the delivery system would not advance past the previously placed zteg-2p-30-140-jp. Additional placement of tbe-30-80-pf was abandoned. The user decided to take a wait-and-see approach without placing any additional device. Patient outcome: there have been no adverse effects to the patient.